Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station not communicated with the server due to the physical damage in the network cable. The field service engineer (fse) replaced the network cable, rebooted the station, and confirmed it was online in remote services support (rss). Communication with the server was successfully reestablished. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device was not communicating. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.